Event description:
An talent stent graft system was implanted in a pt for the endovascular treatment of a 7.5 cm to 8 cm abdominal aortic aneurysm. Vessel morphology was reported as small and tight vessels. The physician used conduit to gain access for delivery of the stent graft. It was reported upon final angiogram, there was a slight type I endoleak. The physician elected to angioplasty the stent graft to treat the type I endoleak; however, the endoleak was not resolved. It was reported that one week post implant, the CT revealed that there were no endoleaks present. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results: (endoleak).